Event description:
During baxter's device evaluation, it was discovered that the device failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Evaluation could not reproduce the undetected upstream occlusion. The unit passed add'l upstream occlusion testing. The unit was re-calibrated to ensure accurate occlusion detection.